Manufacturer narrative:
.

Event description:
Additional information received reported that the event was not resolved. The patient continued to leak, but only when outside of her house. An "azo" challenge was positive. A pvr (post void residual) was 167cc on (B)(6) 2016; the patient was started on flomax .4 mg that same day. No further patient complications were reported in relation to this event.

Event description:
Additional information reported that the event resolved/recovered with no sequelae on (B)(6) 2015. No further patient complications were reported in relation to the event.

Event description:
It was reported that following the implantation of an elevate posterior the patient experienced stress urinary incontinence (sui). The patient was leaking when walking and bending; oxybutynin was prescribed on (B)(6) 2015. The patient continued to have sui with walking and bending and was then prescribed myrbetriq due to side effects from oxybutynin on (B)(6) 2015. Urodynamics were scheduled for (B)(6) 2015 and the event was considered not recovered/not resolved (continuing). No further patient complications were reported in relation to this event.